Event description:
Customer reported intermittent occlusion alarms there was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the customer declined additional assistance.